Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture, and capsular contracture, baker grade IV. Device evaluation: analysis of the returned device identified an opening on the anterior and weight of the device was found to be within specification. A visual and microscopic analysis was performed which identified a striated opening, non-penetrating nicks, stress marks, wear abrasion, crease fold and observed a 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of a surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade IV and rupture. Device was explanted.